Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with new onset of atrial fibrillation (af). The patient's rhythm was noted to be af with rapid ventricular response. The af was initially treated with intravenous medication which was discontinued for oral medication. A cardioversion was performed and the patient was discharged two days later. The device remains in use. The patient is a participant in the surescan post approval study. No further patient complications have been reported as a result of this event.